Manufacturer narrative:
H10/11: received related FDA report number (B)(4).

Event description:
It was reported that a physician attempted to implant a 32 mm gore® cardioform asd occluder to treat an atrial septal defect (asd). The device was determined to be too small for the defect and was removed. The physician then attempted to implant a 37 mm gore® cardioform asd occluder. During this attempt, a residual shunt was observed. As the physician attempted to unlock the device, the device pulled through the septum. It was also noted that the delivery catheter became kinked during the unlocking attempt. A gore® dryseal flex introducer sheath was then inserted to assist with capturing the 37 mm device. While attempting retrieval, the biotome handle broke when the occluder device was halfway into a 14 fr gore® dryseal flex introducer sheath with the biotome still attached. The physician released the occluder device, exchanged the cardioform delivery system, placed another gore® dryseal flex introducer sheath, and attempted retrieval using an ono system. When this was unsuccessful, the occluder device was ultimately removed using larger forceps (alligator clip). An angiogram revealed bleeding and damage to the inferior vena cava (ivc). A gore® tag® conformable thoracic stent graft was used to stabilize the situation. All equipment was removed, and the patient was reported to be doing well following the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.